Event description:
It was reported that the customer was hospitalized for lbgs. It was indicated that the customer is pregnant. Also, the customer was having lbgs and had been treated with glucose, as well as, glucagon. After that, the customer was able to stabilize bg. The cause of event could not be determined by the md and would like the pump replaced. The programming and histories were accurate. Troubleshooting was done and the pump is operating as designed.